Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was 130 mg/dl. Customer stated that they had restarted the pump to rewind and no motor movement or negligible movement. Retries to free a stuck motor failed. Customer stated that they are not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.